Manufacturer narrative:
The target lesion was a heavily calcified right iliac artery with a 100% stenosis. The approach was made ipsilaterally with a 6fr. Catheter, the lesion was crossed with guidewire and pre-dilated. A smart control stent (sds) was advanced to the target lesion but the distal tip of the sds became stuck proximal to the target lesion. The sds was removed from the patient and the target lesion was dilated with the same aviator plus balloon. Then the sds was advanced again but still would not cross the lesion. When the sds was inspected outside of the patient, the distal tip was observed frayed. Therefore, a new product was placed in the lesion without problem and the procedure was completed. There was no reported patient injury. One non-sterile pkg smart control, iliac 8x30 received coiled in a plastic bag. Locking pin and stent were not received. Brite tip was found damaged 'frayed.' One kink was detected at 6 cm from ID band. Blood residues were found .no other anomalies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test was performed. The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. During microscopic analysis could be observed the brite tip was damaged 'frayed.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of the 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of. Handling and procedural factors could be contributed to this condition. The failure reported 'frayed/split/torn-in patient' by the customer was confirmed; the cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. (B)(4). Handling and procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.

Event description:
The patient was male but age was unknown. The target lesion was located in the right iliac. There was heavy calcification and the rate of stenosis was 100%, vessel tortuosity was unknown. Approach was made ipsilaterally with a 6f catheter (medikit, 11cm). The target lesion was crossed with chevalier guidewire and pre-dilated with balloon catheters (2x20 shiden, 4x40 aviator plus/lot unk). A smart control stent (complaint product) was advanced to the target lesion but the distal tip of the sds was stuck proximal to the target lesion. The sds was removed from the patient and the target lesion was dilated with the same aviator plus balloon. Then the sds was advanced again but still would not cross the target lesion. When the sds was inspected outside of the patient, the distal tip was observed frayed. Therefore, another new product (c08040sl, lot unk) was opened. The stent was placed in the lesion without problem and the procedure was completed. There was no adverse event and the patient is in stable condition. The product will be returned.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.